Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. Device was programmed with a basal profile and monitored. The basal profile delivered properly. No basal anomaly noted. Device was also programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly noted. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not delivering insulin. The customer¿s blood glucose was 375 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The customer stated that the insulin pump had no occlusion alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.